Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD). Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital "carlo poma" in mantua where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD). Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital "(B)(6)" in (B)(6) where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "no problem detected" investigation conclusion code was selected based on analysis of the returned product which found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD). Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital "carlo poma" in mantua where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.